Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #:(B)(4), UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe and patient interface were not detecting a nerve and were not working properly. There was no known patient impact reported.

Manufacturer narrative:
Analysis of the device could not be duplicate customer complaint . The device came in with a scratched touchscreen. The unit was disassembled, cleaned, replaced the touchscreen and reassembled, and placed into burn-in to check for any calibration failures. The device was removed and tested in accordance with manufacturing specifications. Analysis of the patient interface found that the device came in with broken connector pin. The cable was replaced. The item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.